Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited loss of capture and diaphragmatic stimulation. The pacing configuration of the lead was able to be reprogrammed so that the lead captured the left ventricle; however, diaphragmatic stimulation was still present. Left ventricular lead migration or dislodgement was suspected. A lead revision procedure may be performed in the near future. No additional adverse patient effects were reported.